Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins turned off and was unable to turn back on. The consumer was not sure how the ins turned off, if the patient may have accidentally turned it off himself. The steps taken to resolve the issue was connected the recharger and used the ins on button. The issue was resolved. No patient symptoms were reported. No further complications were reported or anticipated.